Event description:
A vns physician in (B)(6) reported to our country rep that he had a handheld computer that was gone totally in the battery and the screen was black. The product is at the MFR pending completion of product analysis.